Event description:
Customer reported a "key stuck" error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended. (B)(4).